Manufacturer narrative:
The device was returned to smiths medical with a cracked enclosure and tank cover and wear and tear damage on the front cover and line cord. A functional test was performed. The temperature on the temp check did not go up at all, confirming the heater was faulty. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Ro (B)(4): it was reported that a not warming issue occurred. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths medical with a cracked enclosure and tank cover and wear and tear damage on the front cover and line cord. A functional test was performed. The temperature on the temp check did not go up at all, confirming the heater was faulty. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
(B)(4): it was reported that a not warming issue occurred. No patient injury was reported.